Event description:
It was reported that when using the BD Pyxis¿ MedBank Tower, the user was unable to issue medication, and the medication was not approved. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 27-SEP-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication, and the medication was not approved. A Technical Support Specialist checked my quick link and found that the request had not yet been approved by the pharmacy. The specialist communicated this information to the user, who acknowledged the status and agreed to wait for approval. After a subsequent review in my quick link the specialist confirmed that the request had been approved. The customer was then able to successfully issue the item to the patient, resolving the issue. The system functioned as intended after the technical Support Specialist investigated the device.